Manufacturer narrative:
Investigation completed on a smiths medical consigned hotline 3 fluid warmer 115v leaking from tubing to the machine was confirmed during testing. Damaged 390 block was cause of issue. Replaced the 390 block. Repair summary:pm performed. Replaced 390 block and water tank cover due to leaks. Replaced pump due to loud noises. Device passed all functional testing.

Event description:
Investigation completed and summary in h 10.

Event description:
Information received a smiths medical /level 1 hotline low flow systems - hl-390 leaking from the tubing to the machine. No patient adverse events reported.